Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the field service representative reported that the pump lid was cracked. The lid was replaced. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.